Event description:
While treating an infant with the model 3100a, the oscillating piston's centering would not maintain its position, according to the piston centering display (ddi). The pt was placed on another model 3100a without compromise.